Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and urethral atrophy. As a result, the cuff was removed intraoperatively, during which a perforation was discovered on the back wall at the most proximal point of the urethra. The pump and balloon were retained, and a capping plug was placed on the cuff tubing. There were no device issues and no further patient complications were reported.